Event description:
Boston scientific received information that the ventricular tachycardia mode on this device was set to a value other than monitor plus therapy. An alert was paged to the boston scientific field representative. Additional information was sought with no success. At this time the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.